Event description:
Endophthalmitis [eye infection nos]. Case description: serious device report, 2000026405us: an ophthalmologist reported a pt who developed endophthalmitis following cataract extraction and lens implant in the left eye. A cataract extraction procedure with implant of a ceeon lens model 912/20.0 (d) was performed in 2000. One week later, pt was seen postop by the ophthalmologist and diagnosed with an endophthalmitis. A culture was done and was negative. Pt was treated with an intravitreal injection of vancomycin. Explant of the iol was done and is to be returned to pharmacia for analysis. Environmental cultures were also performed by the surgery ctr and an analysis to be provided. Outcome is unknown. Case comment: the incidence of endophthalmitis following cataract surgery and iol implantation varies between 0.06 and 0.33% (1). Trans-scleral suture fixation and polypropylene haptics were believed to be risk factors associated with postoperative endophthalmitis after secondary iol surgery. Organisms can also be introduced into the eye during surgery from contact to the iol with external ocular surfaces. In addition surgical technique has been shown to strongly affect the incidence of culture positive anterior chamber aspirates. The relation between the event and the medical device is unlikely. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event. 1) lohamn c p et al. Diagnosis of infectious endophthalmitis after cataract surgery by polymerase chain reaction. J cataract refract surg 1998, 24, 6:821-6.